Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that shock impedance measurements gradually increased and no noise was present on electrograms (egms). No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that shock impedance measurements gradually increased and no noise was present on electrograms (egms). No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that this lead exhibited high threshold measurements and ongoing high out of range shock impedance measurements greater than 125 ohms. It was noted that the patient was scheduled for a routine device replacement procedure where lead replacement may be considered. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a routine device replacement procedure was performed. The device was successfully explanted and replaced as planned, and this rv lead remains implanted and in service. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that shock impedance measurements gradually increased and no noise was present on electrograms (egms). No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that this lead exhibited high threshold measurements and ongoing high out of range shock impedance measurements greater than 125 ohms. It was noted that the patient was scheduled for a routine device replacement procedure where lead replacement may be considered. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.